Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the nurse was pierced while holding the object in her hand during preparation. The needle in the arterial blood collection package was not capped and leaked out. This caused a clean needlestick injury to the nurse and this event occurred 1 time.

Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2305401. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the nurse was pierced while holding the object in her hand during preparation. The needle in the arterial blood collection package was not capped and leaked out. This caused a clean needlestick injury to the nurse and this event occurred 1 time.